Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacing system exhibited high out of range right ventricular (rv) lead pace impedance measurements greater than 2,000 ohms about one year after implant along with slight increase in pacing thresholds. The patient's rv lead is a competitor's product. The physician plans to perform a revision procedure in the future; however, until that can be performed the patient will be monitored through a remote monitoring system. Troubleshooting was performed and there was no noise revealed. No adverse patient effects were reported. This system remains in-service. Additional information indicates that this patient is too fragile to undergo surgical intervention at this time. The patient will continue to be monitored.